Event description:
The customer stated that he was hospitalized, due to hyperglycemia. The reported blood glucose reading was 589 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. However, the insulin pump failed the prime test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.